Event description:
It was reported that the ventricular lead exhibited oversensing of noise. The patient experienced lightheadedness and dizzyness. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found insulation abrasion noted at 42.7 cm to 43.0 cm from the distal tip. The abrasion was consistent with constant friction to device can.